Event description:
It was reported that the patient hears a buzzing, crackling noise with her cochlear implant when turning her head to the right side. Reimplantation will be scheduled.

Manufacturer narrative:
The device was not explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.